Event description:
The pt reported that she had an ice cold feeling inside of her lower back, she ached all over, was nauseated, and her right leg was going numb. She included that her husband said it sounded like she was having trouble breathing. The pt also stated that she had back spasms ever since the pump was implanted, but they had stopped when the other symptoms began. In 2005 the hcp reported that the pump was programmed to deliver morphine, bupivacaine, clonidine, and compounded baclofen. A pump myolography was done 2005 and there was no evidence of a kink, leakage, or a fracture of the catheter. In 2007, the pt reported that she had been seen by her hcp (date not reported) and had had several unspecified troubleshooting measures done. She also reported that she had had a change in therapy effect. No problems with the system were found; however, when a catheter revision was done (date not reported) it was found that the catheter was embedded with a nerve. The catheter was not removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.